Event description:
Customer reported the spin connector is loosening between the primary set (model 1005294) and the extension set (model 20028e) and disconnecting causing leaks. There was no pt harm; med intervention was not required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the MFR. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.